Event description:
The patient received his scs system consisting of a neurostimulator receiver and percutaneous leads on (B)(6) 2005. It was reported that the stimulation changed and ultimately ceased. The physician explanted the receiver and replaced it with an ipg on (B)(6) 2008.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The receiver below 50hz is unstable and will not function above approximately 5ma amplitude. It is likely the b-hybrid has a degraded asic or other internal circuit component has degraded. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.